Event description:
It was reported that the device reached end of service (eos) in less than five years. The device was explanted and replaced. During the replacement procedure, it was noted that the atrial lead exhibited high thresholds. The lead output was reprogrammed, and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 6947, implantable tachy lead, (B)(6) 2001. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.